Event description:
Pt called lfs in 2003 alleging that their meter was prompting error 2. Pt originally reported the issue and the customer service rep sent control solution and instructed the pt to call back for troubleshooting. The meter prompts the error message upon insertion of a test strip. Per owner's manual, the error 2 message is caused by using a used test strip, indicates that the "c" button was depressed during insertion of a test strip, or a temporary/permanent electronic problem. The pt did not seek any medical care during that time. Pt did not have a back-up device to test with. It would have been helpful knowing pt's medication info. Pt did report feeling nauseated and reported drinking a lot of water. Based on the info provided, there was no evidence that the meter contributed to an adverse event when the pt called back in 2003. The customer service rep walked pt through troubleshooting and the issue could not be resolved. Meter was replaced.